Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, belt failed the pulse lead test. Investigation revealed the pulse wire solder joints in the distribution node (dn) were missing shrink tubing, causing a short of the pulse wires. The root cause for the missing shrink tubing was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the pulse test. The last patient to use this belt did not report any deficiencies.